Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced "missing alarms" with the freestyle librelink application. Product quality engineering attempted to replicate the reported issue but the reported configuration of samsung galaxy a14, android 14 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung galaxy a14 phone with an android operating system version 14. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, sweating, confusion, "lost senses", and a loss of consciousness. Customer was seen by a healthcare professional at a hospital and was treated with a glucagon injection for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.